Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v389438, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Rep said hcp implanted another system on patient's left side on (B)(6), rep doesn't know why hcp and patient decided to implant another system. There is no report of any system issue on the right implant, which was implanted in 2015. After the implant was placed, patient started to have extreme pain down the left leg whether stimulation was turned on or off. Hcp replaced the lead yesterday. Post opt, the pain was resolved. Hcp thinks the lead might have rubbed against a nerve or something and issue was resolved with lead revision. Rep knew about the revision yesterday. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# v389438, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Rep said hcp implanted another system on patient's left side on (B)(6), rep doesn't know why hcp and patient decided to implant another system. There is no report of any system issue on the right implant, which was implanted in 2015. After the implant was placed, patient started to have extreme pain down the left leg whether stimulation was turned on or off. Hcp replaced the lead yesterday. Post opt, the pain was resolved. Hcp thinks the lead might have rubbed against a nerve or something and issue was resolved with lead revision. Rep knew about the revision yesterday. Additional information received a day later from the rep stated that there was no system issue after implant, impedance was good. No further patient complications are anticipated or expected as a result of this event.